Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. After removing the sensor on (B)(6) 2020, the insertion area was sensitive like a splinter and a pustule formed. The patient was evaluated at urgent care on (B)(6) 2020 and the wire was removed; however, the physician dropped the wire on the floor, and it is unknown if the entire wire was removed. The patient reported the area was healing. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.